Event description:
The patient reported that she had injections in her knee which helped her pain, so she was not using her stimulation. The pain has returned and the patient forgot how to use the patient programmer (pp) so she needed assistance. The patient had synced to her implant and was currently on program 1 at 2.10v. The patient was feeling stimulation in her abdomen and legs, but wanted to feel the stimulation more in her left leg. The patient increased the stimulation to 3.6v and then she felt it more in the left leg. It was noted that stimulation in the abdomen started on (B)(6) 2016 and return of the pain started on the day of this report. The stimulation was currently helping with the pain and the patient no longer felt stimulation in her abdomen. The reported issue was resolved. The indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.